Manufacturer narrative:
The vascade mvp 800-612c was not returned for evaluation as the single device was discarded by the user facility. Since the vascade mvp was discarded and the lot number was not provided the device's manufacturing records cannot be reviewed. However, as part of our investigation, haemonetics performed a three-year complaint history review for the reported event of alpha-gal syndrome, and it was determined that this is an isolated event. Based on the information received the most likely cause of the reported event can be attributed to the patient's preexisting allergy to alpha-gal syndrome (bovine) and an unintended user error as the closure was used on the patient. In addition, the vascade mvp® venous vascular closure system (vvcs) instructions for use provides a warning in the "contradiction" section that states "the vascade mvp vvcs should not be used in patients with a known allergy to bovine derivatives." No further action is required. Haemonetics will continue to monitor and trend these complaints to determine if further action is needed.

Event description:
On (B)(6) 2024, haemonetics received a medwatch (mw5163062) which indicated a patient underwent an ablation procedure that required a bovine closure plug in leg. The patient allegedly experienced an allergic reaction to the vascade mvp a venous vascular closure system. According to the report, the patient presented to the emergency room (ER) with severe abdominal pain, rash, diarrhea, and nausea and weeping. During the ER visit, the patient had elevated white and red blood cell counts. The report states that the ER referenced the patient's allergy to alpha-gal but didn't differentiate between beef and pork. Following the ER visit, the patient was evaluated by a doctor at an allergy & asthma clinic. No further details were provided.